Event description:
Surgery for pelvic organ prolapse and bladder sling using ams mesh on (B)(6) 2013. Within a few weeks propose reappeared and urinary problems begun with loss of urine on minor stress. Surgery for the reoccurring prolapse and the mesh penetration through the anterior vaginal wall needing removal from that part of the mesh on (B)(6) 2013. Within a few weeks prolapse reappeared, meanwhile, the urinary problems were getting very bad, making life very miserable, with lots of pain inside the vagina and bleeding that led to re-evaluation. I was diagnosed with mesh erosion at different parts of the vaginal wall, needing surgery again to remove that part of the mesh and fix the prolapse. I am suffering from pain, bleeding urinary problems and prolapse. Relevant tests: consultation and pelvic sonogram on(B)(6) 2014; three additional consultations on (B)(6) 2014.